Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous result was not reported outside of the laboratory. The initial troponin t hs stat result was 25.41 ng/ml. The sample was repeated twice with results of 4.56 ng/ml and 4.11 ng/ml. No adverse event occurred. The troponin t hs stat reagent lot number was 138684 with an expiration date of 07/31/2017.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Electromagnetic interference, reagent issues, pre-analytical issues and instrument related issues have not been excluded as potential root causes.